Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of mesh removal surgery. This event was reported by the patient's legal representation. The implant and explant surgeon is: dr. (B)(6). Imdrf patient code e2330 and e1405 capture the reportable events of pain and dyspareunia. Imdrf impact code f1905 captures the reportable event of mesh removal surgery.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a transobturator sling + cystoscopy + lavh (laparoscopically assisted vaginal hysterectomy) + bilateral salpingectomy + right nephrectomy procedure performed on (B)(6) 2014 for the treatment of stress incontinence, menometrorrhagia and endometriosis. The patient was awoken and returned to the recovery room in good condition. As reported by the patient's attorney, the patient experienced stress incontinence, pelvic pain and dyspareunia. She had a history of stress incontinence, and she reported that it improved after the placement of the obtryx device. On (B)(6) 2015, she underwent revision surgery of pubovaginal sling with autologous fascia, cystoscopy, urethrolysis and removal of mesh sling due to symptoms.